Manufacturer narrative:
A leica field service engineer (fse) attended the laboratory in order to assess the device on (B)(6) 2015. The fse found the bottom llss in both retort a and b were not working; and noted that the llss were dirty with dye used by the laboratory during tissue processing. The fse removed the retort a and b llss from the instrument and cleaned them, in order to remove the residue present. The results for the performance tests conducted subsequent to these actions were satisfactory; and the device was found to be operating within specification. Eval of the instrument logs showed that multiple event/error codes associated with the function of the llss had been recorded in the instrument logs; that eight (8) tissue processing protocols had failed in the period between (B)(6) 2015 and confirmed that all the llss in both retort a and b were operating within specification following completion of the fse actions.

Event description:
Leica biosystems received a complaint that a liquid level sensor(s) in retort b was not functioning correctly. The complainant did not indicate that the quality of tissue processing for any pt sample (s) had been adversely impacted by the circumstances involved in the complaint.